Event description:
It was reported that at the end of a thyroidectomy procedure, the surgeon noticed that the skin around the tissue edge of the incision there appeared to be a burn mark. The surgeon excised the tissue and closed. There was no pt impact.

Manufacturer narrative:
Info anticipated, but unavailable at this time.